Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with readings over 400 mg/dl while using the ilet after an infusion set issue, including a prior attempt to reseat an infusion set that had come out of the applicator and uncertainty about a bent cannula; the user subsequently changed the infusion site and supplies, after which glucose began trending down. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention, and the ilet alerted for high glucose. Investigation included troubleshooting and user education focused on infusion set deployment and connection. Investigation of this case revealed that the event was consistent with an infusion set deployed incorrectly or an infusion set connector not attached correctly associated with the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that user technique and improper infusion set deployment were the most likely causes.